Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that prior to use on a patient , the facility noted there were pinholes in the foil packet. There were no adverse patient consequences. Additional information has been requested.